Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 201% of their fill volume. There were no patient symptoms or an adverse event reported. The patient had a last drain volume of 3610ml and their largest fill volume was 1800ml. The reported large drain of 3610ml was 201% over the expected volume which resulted in a reportable device malfunction. Additional information was solicited but unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformance's during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification testing was performed with no issues noted. The internal inspection of the cycler found that the front, right pump side top cover screw was stripped. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient experienced drain volume that was over 201% of their fill volume. There were no patient symptoms or an adverse event reported. The patient had a last drain volume of 3610ml and their largest fill volume was 1800ml. The reported large drain of 3610ml was 201% over the expected volume which resulted in a reportable device malfunction. Additional information was solicited but unavailable.